Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure, a pericardial effusion was observed while manipulating the catheter. The procedure was ended and no intervention was required. The patient was stable.